Event description:
It was reported that 17 bd ultra-fine¿ pro pen needles failed to deliver insulin during the injection. The following information was provided by the initial reporter, translated from german to english: "no insulin could be injected through 17 needles."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-18. H6: investigation summary: seventeen open 32g x 4mm pen needle samples were returned from lot. No. 0350881, cat. No. 320561. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on seven samples and a broken non patient end of cannula was observed on two samples. A clog test as per tp700483 was carried out on the remaining eight samples and no issues were observed. See attached data collection form. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples were returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 17 bd ultra-fine¿ pro pen needles failed to deliver insulin during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "no insulin could be injected through 17 needles".